Event description:
It was reported that the surgeon and his team started lap colon procedure and at the end of procedure, after firing powered circular stapler. Surgeon and his team did everything properly and due to IFU, top of the instrument fell of and stayed in colon. Surgeon spent more than half of hour to find it in a colon and extract it out of the patient. After, they tested the anastomosis, and everything looked good. After 3 days, patient had to be reop, partial dehiscence and peritonitis developed. After second surgical procedure patient is in good condition, with ileostomy. The surgery was delayed by 50 minutes.

Manufacturer narrative:
(B)(4), date sent: 7/3/2023, d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, a9cg1d, and no non-conformances were identified. Additional information was requested and the following was obtained: when was it noticed that the anvil was disconnected, prior to use, during use or during removal? ¿ during removal. What were the indications for surgery? ¿ colon cancer. What surgical procedure was performed? ¿ right hemicolectomy. Did the patient receive any preoperative chemotherapy or radiation? - no. Were there any issues experienced with the device in the initial surgical procedure? - no. What healthcare professional fired the device and what is his/her experience with the device? ¿ device fired according to IFU, surgeon is expert. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?- yes. Were there any issues with device use/firing? ¿ no, audible feedback was normal as usual. What confirmation was received that the device completed the firing sequence? ¿ audible feedback and green mark that confirmed firing. Was the green checkmark visible at the end of the firing? - yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ 2 times ½ circle. Was there any difficulty removing the device? ¿ yes. Was a complete transection of the white breakaway washer visually confirmed? - yes. Were the donuts inspected? If so, please describe. ¿ yes, it is visible on attached photos. Were there any issues noted with staple formation? If so, please describe the shape and location. ¿ no, they tested anastomosis and it looked ok. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? - yes. What confirmation was received that the anvil was properly attached? ¿ click.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. Investigation summary: this is an analysis of 5 photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and fifth photos show an anvil with a donut on the shaft of the anvil and a washer that appears to be cut. The second photo shows a portion of the device with the green check mark. The third photo shows a device from guide face view and no apparent damage could be observed. The fourth photo shows a device of the top view with a battery attached. Also, an anvil with a donut on the shaft was noted. Based on the photos the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9cg1d, and no non-conformances were identified.